Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 00-8011-020-24, allen plug hdpe/baso4 12c/24fl, 62599952; 00-8753-056-01, fm it acet shell cluster 56 kk, 62526278; 00875101236, neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell, 62294834; 00-8018-036-03, versys femoral head 12/14 36x +3.5, 62278715.

Event description:
Patient's right hip was revised due to a periprosthetic femoral fracture. During the procedure, the femoral head and stem were replaced.